Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons had no or intermittent response. Customer's blood glucose was 193 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and scratched reservoir tube window.